Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refills were not reflecting, and new patients were not crossing over. A technical support specialist applied the fix documented in knowledge article (ka) "retry - insert into purge.purgestatistics" to address the retry state. After applying the fix, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not generating restock reports for medications that have been added or removed, it was not communicating with another station and user informed new patients were not crossing over. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.